Manufacturer narrative:
Insulin pump was received with missing reservoir retainer. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the battery compartment was cracked and the insulin pump was working fine. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.